Manufacturer narrative:
Exact date unknown, event occurred few months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 16420798/16339533. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 2000012182.

Event description:
It was reported that the patient experienced inadequate stimulation as a result of lead migration and high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.